Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Initial reporter facility name: (B)(6).

Event description:
It was reported that the device had stuck plunger. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had stuck plunger. There was no patient involvement.